Event description:
The customer reported that the system displayed a low ma error message followed by a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced during the service call. The system was tested and found to be working as intended and put back into service.